Manufacturer narrative:
The hill-rom technician found the head motor of the bed needed to be replaced. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head motor of the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of the bed would go down on its own. The bed was located in room 9 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).